Event description:
A customer contacted beckman coulter inc. (Bci) in regards to the wash concentrate leaked under pressure on the hydro located in the synchron cx9 pro. No injury was reported for this event.

Manufacturer narrative:
Customer sent the defective wash concentration bottle for inspection to beckman coulter. Customer was provided with a replacement reagent.